Manufacturer narrative:
The technician isolated the self run to the foot hi/low limit switch. He replaced the foot hi/low limit switch to repair the bed.

Event description:
Information received indicates when the bed is lowered, the foot hi/low will run back up into the high position placing the bed into trendelenburg.